Event description:
The surgeon reports performing cataract surgery with implantation of the istent approximately six weeks ago. The patient has been experiencing inflammation postoperativey and the surgeon believes this is because the stent is rubbing against the iris. Additional information has been requested.

Manufacturer narrative:
Uveitis and stent explantation are listed in the device labeling as known inherent risks of glaucoma stent surgery.

Event description:
The following add'l info was provided by the surgeon. Six weeks after istent placement, the pt had persistent uveitis despite medications and the surgeon thought the istent was not seated in the proper location. The istent was subsequently explanted. Two weeks after stent explantation, the pt improved with decreased inflammation and iop was acceptable. Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no findings that relate to the reported event. Submitted to FDA on 08/11/2015.

Event description:
The following add'l info was provided by the surgeon. The pt's preoperative bcva in the operative (right) eye was 20/20-2. Surgery was uneventful. Postoperatively, the pt presented with iritis (formerly reported as uveitis). The stent was explanted because it was malpositioned (touching the iris). Post explant, the eye is quiet and comfortable, no iritis, and bcva is 20/20.

Manufacturer narrative:
Device identifiers have been requested. Inflammation and stent malposition are listed in the device labeling as inherent risks of glaucoma stent surgery. (B)(4).